Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
A fenestrated bipolar forceps instrument was returned without event information. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. No malfunction of the da vinci system was alleged there were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.